Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm 30 and decided to replace the pump. The customer declined further troubleshooting. Cts gathered the necessary details and confirmed that the pump was under warranty. A backup insulin pump was planned for use to ensure continued insulin delivery. The customer was instructed to put the existing pump into storage mode prior to returning it and was provided with a return box and pre-paid label. The customer was advised on setting up the replacement pump, including program settings and connecting the continuous glucose monitor, and they acknowledged understanding. The replacement pump was then sent. Customer will use a backup pump.